Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that the patient could not charge their ins. They had not charged for over a year because they didn't really need the device but now they are having walking issues and need to charge. Additional information was received from the consumer who confirmed that the implanted neurostimulator was over discharged. It has since been fully charged and has been turned on and they have an appointment with their neurologist.